Event description:
It was reported that prior to a percutaneous transluminal angioplasty treatment procedure, the device was broken. The target lesion was located in the distal superficial femoral artery. During unpacking of the offroad- re-entry device, the microcatheter lancet was observed to be kinked. The physician attempted to straighten the kink and while stretching it, the black outer shaft broke into two pieces. The device was not used. The procedure was completed with a platinum plus guide wire and a balloon catheter. No patient complications were reported. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that prior to a percutaneous transluminal angioplasty treatment procedure, the device was broken. The target lesion was located in the distal superficial femoral artery. During unpacking of the offroad re-entry device, the microcatheter lancet was observed to be kinked. The physician attempted to straighten the kink and while stretching it, the black outer shaft broke into two pieces. The device was not used. The procedure was completed with a platinum plus guide wire and a balloon catheter. No patient complications were reported. This product is only (B)(4) approved, but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: initial examination of the returned device revealed that only the micro-catheter was returned for analysis. It was noted that the shaft of the micro-catheter was broken at approximately 118mm distal to the hub. Several slight kinks were noted along the length of the device. Examination of the tip of the device found no anomalies, it had not detached. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).